Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy eluent. Five days prior to receipt of this report, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (1 gram, frequency and duration not reported) and ip ceftazidime (250 milligrams, frequency and duration not reported) for peritonitis. The same day as hospitalization, the patient was treated with ip vancomycin (1.5 gram, for 12 days, frequency not reported) ip and ceftazidime (1 gram for 12 days, frequency not reported) for peritonitis. Pd therapy was ongoing. Three days after hospital admission, the patient was discharged from the hospital. Twelve days after the peritonitis diagnosis, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.